Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s),". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("bladder problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, vulvovaginal pain and dyspareunia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- only one fallopian tube closed: the other remained open. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: unilateral occlusion (left tube occluded); in (B)(6) 2010: only one fallopian tube closed: the other remained open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: new pfs received- event ¿ injury¿ replaced with new events hormonal changes describe: moody, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), pain, failure to occlude (close) fallopian tube(s), dyspareunia, vaginal pain. Product indication was updated. Lab data and reporters information were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.